Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, respiratory tract irritation, dizziness, headache, hypersensitivity, asthma, inflammatory response, lung disease, reduced cardiopulmonary reserve, and respiratory failure. Medical intervention was not specified. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received new and relevant information on 09/30/2025. The device was returned to the service center for evaluation. During the evaluation of the device, the service center internally/ externally inspected the device and no foam particles observed. The device passed all tests and damage on bottoms enclosure. Section g3 and h6 have been updated in this follow up report. Section legacy complaint ID has been corrected.